Event description:
Customer reported they can't get the monitor to plug into the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare.